Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Investigation summary: it was reported performance pull off suture needle. An empty opened foil, two detached needles and a dispensed suture were returned for analysis. During the visual inspection of two detached needles, the swage and attachment area were noted to be as expected. The barrel hole was examined under magnification and remnant suture was noted in a needle. The sutures ends were examined, and an extreme was severely cut (damaged), resulting in a clip off defect, the other end was noted cut appear to be by use of a surgical instrument. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. According to the sample conditions, the assignable cause of the performance pull off suture needle is a clip off defect, this defect is caused by excessive pressure on the suture during swaging of the needle and consequently breaking.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent an unknown surgery on an unknown date and suture was used. During the procedure, the suture detached from the needle. There were no adverse consequences to the patient. No additional information was provided.